Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka case, the surgeon reported a broken tibia pin; the pin broke off at the tip while it was being placed in the patient's tibia.

Manufacturer narrative:
Reported event: it was reported that the bone pin broke while placing in the tibia. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 220 devices were manufactured under lot no w49789-1 and accepted into final stock on 04/04/2017. No non-conformance's were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w49789-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a pka case, the surgeon reported a broken tibia pin; the pin broke off at the tip while it was being placed in the patient's tibia.